Event description:
It was reported that a user experienced persistent high blood glucose after a supply change on the ilet, with the pump showing insulin delivery while glucose continued to rise; the user noted the infusion set needle felt loose during insertion, and the agent advised that a bent cannula or poor insertion site could prevent insulin from reaching the body and recommended replacing the infusion set and confirming glucose trends with finger sticks. Symptoms included hyperglycemia. Outcomes included no hospitalization and completion of troubleshooting and education. Investigation included user counseling on infusion set replacement and glucose verification by finger stick to assess downward trend. Investigation of this case revealed a suspected infusion set or insertion site issue causing inadequate insulin delivery, though the definitive cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.